Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior tibial artery using ruby coils. During the procedure, after successfully deploying and detaching one ruby coil in the target vessel using a lantern delivery microcatheter (lantern ), the physician attempted to place a second ruby coil. However, while advancing the new ruby coil through the lantern, the ruby coil pusher assembly became kinked and consequently, the ruby coil unintentionally detached. The physician used a snare device to removed the detached ruby coil and the procedure was ended at this point. There was no report of an adverse effect to the patient.